Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit foreign matter was floating inside. The following information was provided by the initial reporter: customer reports mgit 245124 lot 2293451 got fluffy thing floating inside.

Manufacturer narrative:
H6. Investigation summary: mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Growth supplement batch number 2293451 was provided by the customer. Batch history review for growth supplement batch 2293451 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for growth supplement batch 2293451 (6 vials). No evidence of contamination was observed in observed in 6/6 growth supplement retention vials. For further investigation two panta vials from batch 2293358 were reconstituted with two supplement vials from batch 2293451. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. Additional testing included two growth supplement vials from batch 2293451 incubated still crimp capped sealed. One sealed growth supplement vial went into 20-25-degree celsius incubation, and one still crimp capped sealed growth supplement vial went into 33-37-degree celsius incubation. At the end of a fourteen-day incubation period no microbial growth was observed in 6/6 incubated retention vials. One photo was received to assist with the investigation: the photo shows one crimp capped sealed supplement vial from batch 2293451. There does appear to be contamination in the vial. Returns were received to assist with the investigation one growth supplement vial from batch 2293451 was received in a bd kit carton. The vial was still crimped, capped, and sealed. There was possible contamination inside of the vial. The vial was sent to the microbial identification lab for ID on the contaminant. The contaminant was identified as mold from the penicillium species. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for growth supplement batch 2293451 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there is one complaint taken on the probable kit batch. Bd will continue to trend complaints for contamination issues. This complaint cannot be confirmed for a defect in a 245124 kit without batch verification. H3 other text : see h.10.